Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting no pacing or sensing and impedance measurements greater than 2000 ohms. The lead was found to be fractured and was therefore, removed from service and replaced. No adverse patient effects were reported.